Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt of a new lead, the r-wave amplitude and pacing impedance was measured differently between the analyzer and the newly-implanted device. The sensing vector of the lead could not be reprogrammed because of the proximity to an older, capped lead. The lead remains in use. No patient complications have been reported as a result of this event.